Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are:product ID 37761 lot# serial# (B)(6), product type recharger product ID 37791 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported when they charged the implant on saturday they noticed the antenna cord is frayed at the insertion site and the black cord is frayed with a broken wire where it plugs into the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Additional information received from the consumer reported the patient felt like therapy was not turned on (the consumer mentioned the patient had been pushing buttons on the external equipment again). The recharger indicated that therapy was off, and the ins charge level was between 75-100%. Therapy was turned on using the patient programmer. Once therapy was turned on, the patient felt a shock and their eyes got big. By the conclusion of the call, the consumer said the patient was adjusting to the stimulation. The consumer resumed charging the patient's implant. They repositioned the antenna to get better coupling (they started out with 0 coupling bars and got it up to 2 after repositioning the antenna, but they did have 4 coupling bars filled in before calling). They then saw the 'neurostimulator charge sufficient' screen.